Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28 mg/dl, resulting in a "diabetic coma". Low bg cause was not known. Reportedly, customer was admitted to the intensive care unit (ICU) and "was in hospital for one day and then sent home". Although requested, treatment administered to address bg was unclear and no additional information regarding this event was provided.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.